Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent a breast augmentation revision with mentor smooth round moderate profile 300cc saline breast implants which the right side deflated after implantation. As a result, patient underwent removal and replacement with another mentor saline implant catalog number 3501645, serial number (B)(4) on (B)(6) 2018.